Manufacturer narrative:
It was reported that the device would be returned, it has not been received for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use states: a percutaneous driveline connects the pump to an external controller. The controller, powered by two batteries or by one battery and electricity from the wall or car outlet, regulates pump function and monitors the system. Damaged equipment should be reported to heartware and inspected. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was not returned for evaluation despite multiple attempts to obtain it. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged controller power port pins are most often attributed to a forced or improper connection on the power port causing damage to the connection pins. The most likely root cause of the reported event is a forced or improper connection to the power port of the controller causing damage to the pins. Fsca apr2015a was released to enable patients to recognize worn alignment guides that may damage connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient had a controller exchange due to a damaged pin on a battery port. It was stated that there was no consequence or impact to the patient. No additional information provided.